Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. The target lesion was located in the 80% stenosed distal left anterior descending artery (lad). The 2.25x12mm taxus express2 atom drug eluting stent (des) was advanced to the target lesion but was unable to cross the lesion. When the physician attempted to remove the stent past the sheath, the stent came off of the balloon and landed in the profunda of the lad. The physician tried to retrieve the device with a wire but the attempt was unsuccessful. The physician did not want to use a snare to retrieve the stent due to the location of the stent, so it was decided to leave the stent in the profunda. No additional pt complications were reported and the pt's current condition is listed as "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.